Event description:
Boston scientific-microvasive gold probe did not work with pentax generator system during an esophago-gastroduodenoscopy procedure for treatment of a gi bleed. Tried 2 different probes on 2 different generators. They did not cauterize at all.